Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("cramping") and dysmenorrhoea ("painful menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgical removal of the device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, abdominal pain lower and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, dysmenorrhoea, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-sep-2017: lawyer added from legal claim. Updated essure start date of (B)(6) 2003 (previously reported (B)(6) 2003) and stop date as (B)(6) 2015 (previously reported (B)(6) 2015), events cramping and painful menstruation added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain /pain"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful menstruation /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("fibroids uterus"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of the device ,hysterectomy (full),salpingectomy, oophorectomy) and surgery (surgical removal of the device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: on (B)(6) 2015, total hysterectomy (uterus and cervix removed). Unilateral salpingo-oopherectomy - left. Unilateral salpingectomy - right . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter was added. Patient¿s details and unstructured relevant tests were added. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) and fibroids uterus were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective". The patient's concurrent conditions included uterine bleeding, ovarian cyst and adenomyosis. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain /pain"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful menstruation /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("fibroids uterus"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of the device ,hysterectomy (full),unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia and uterine leiomyoma had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: on (B)(6) 2015, total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy - left. Unilateral salpingectomy - right . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received: outcome of the events updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced pregnancy with essure and had a miscarriage (abortion spontaneous). It was also reported she had perforation and migration of the device (uterine perforation and device dislocation respectively). Twelve years after essure insertion, consumer underwent a surgery to remove the device. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. The exact date and mechanism of perforation and dislocation are not known. Considering the nature of these events, a causal relationship with essure was considered as related. Despite lack of details regarding confirmation test and order of occurrence with perforation and dislocation, causality between pregnancy and essure cannot be excluded. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occur in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2003, the patient started essure (ess205). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and menstrual disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and menstrual disorder to be related to essure (ess205). Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced pregnancy with essure and had a miscarriage (abortion spontaneous). It was also reported she had perforation and migration of the device (uterine perforation and device dislocation respectively). Twelve years after essure insertion, consumer underwent a surgery to remove the device. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. The exact date and mechanism of perforation and dislocation are not known. Considering the nature of these events, a causal relationship with essure was considered as related. Despite lack of details regarding confirmation test and order of occurrence with perforation and dislocation, causality between pregnancy and essure cannot be excluded. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occur in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. Product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration'), pregnancy with contraceptive device ('miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective". The patient's concurrent conditions included uterine bleeding, ovarian cyst and adenomyosis. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain /pain"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful menstruation /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("fibroids uterus"). The patient was treated with surgery (surgical removal of the device ,hysterectomy (full),unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia and uterine leiomyoma had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Two pregnancy episode were reported in 2013 and 2015. Second pregnancy episode was reported in case (B)(4). Diagnostic results: on (B)(6) 2015, total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy - left. Unilateral salpingectomy - right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective". The patient's concurrent conditions included uterine bleeding, ovarian cyst and adenomyosis. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain /pain"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful menstruation /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("hip pain") and myalgia ("sore muscles ") and was found to have uterine leiomyoma ("fibroids uterus"). The patient was treated with surgery (surgical removal of the device, hysterectomy (full),unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia and uterine leiomyoma had resolved and the arthralgia and myalgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, myalgia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Two pregnancy episode were reported in 2013 and 2015. Second pregnancy episode was reported in case (B)(4). Diagnostic results: on (B)(6) 2015, total hysterectomy (uterus and cervix removed) unilateral salpingo-oophorectomy - left unilateral salpingectomy - right quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events hip pain and sore muscles added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.